Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown constructs: tomofix plate/screws /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article: xu, z. Et al (2022), clinical efficacy and feasibility of laser correction technology with an ordinary laser pen and surgical instrument box in open wedge high tibial osteotomy, bmc musculoskeletal disorders vol. 23 (1019), pages 1-10 (china). This study aimed to determine the efficacy and feasibility of laser correction technology with an ordinary laser pen and surgical instrument box. During the study, a total of 71 patients (22 male and 49 female) with a mean age of 55 years. The patients were divided into two groups; group 1 (traditional group) with 35 patients (10 male and 25 female) with a mean age of 54.51 years, and group 2 (laser group) with 36 patients (12 male and 24 female) with a mean age of 55.52 years were included in the study. All patients had a follow-up period of up to 2 years and were fixated with a locking plate tomofix, synthes. The following complications were reported as follows: group 1 (traditional group). - 2 patients had delayed healing of incision. - 2 patients underwent knee replacement at 18 and 24 months postoperatively due to severe tibial plateau compression fracture in 1 patient and no obvious improvement in knee pain in the other patient. Knee arthroplasty was done. Group 2 (laser group). - 1 patient had delayed healing of incision. - 1 patient underwent knee arthroplasty at 18 months postoperatively because the meniscus and cartilage of the affected knee sustained severe trauma in a traffic accident, and the resulting pain was not relieved by arthroscopic treatment; knee arthroplasty was done. A copy of the literature article is being submitted with this medwatch. This report involves one unk - constructs: tomofix plate/screws. This is report 1 of 1 for (B)(4).